Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 3 lot number shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient seen in the emergency room on (B)(6) 2016 for 1 day and diagnosed with peritonitis. The patient was treated with antibiotics (name, dosage and dates not provided). The reporter declined to provide additional information.

Manufacturer narrative:
Correction: date changed to (B)(6) 2015.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient seen in the emergency room on (B)(6) 2015 for one day and diagnosed with peritonitis. The patient was treated with antibiotics (name, dosage and dates not provided). The reporter declined to provide additional information.